Manufacturer narrative:
Unit returned a "no delivery" alarm during priming due to a faulty force sensor. Unable to perform displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow block alarm. Customer's blood glucose value was 12.6 mmol/l at the time of the incident. She already replaced the set and still the alert shows during priming. Customer states insulin exited the tubing. Customer states the insulin pump alarmed insulin flow blocked with load reservoir or fill tubing. The device will be return for analysis.